Event description:
It was reported that during a uretal stenting procedure, a tip detachment occurred. The intended location of stent was the ureter, however, which ureter is unk. Upon introducing the polaris ultra ureteral stent, the "physician cut the suture" and it was noted that "the proximal tip of the stent was detached". Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported is "good".

Manufacturer narrative:
The customer's complaint could not be confirmed. The suture had been torn out of the stent but the proximal end of the stent was not detached. No residue was present to indicate use. The suture had been removed from the device and was not returned for eval. The stent had been torn from the proximal side-port hole to the proximal end of the stent. The tear was jagged and curved. The tear was found to be approx 5 mm long. A functional eval found that the 0.038 inch guide wire could be passed through the stent without issue. The mfg records for this batch number have been reviewed and no issues or discrepancies were found. This records confirms that the device met all material, assembly and performance specifications. The most probable root cause is handling damage that occurred during removal of the suture from the stent.